Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4)

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced poor vision. The lens was exchanged for a different lens within a month after initial implantation. The replacement lens was same model but 1.5 diopters different power. Additional information was requested.